Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted during a procedure performed on (B)(6) 2024. During the procedure, there was difficulty encountered when advancing the guidewire. The procedure was completed using a different device. There was no patient injury reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the pancreatic stent was bent. Please see block h10 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6) block h6: imdrf device code a0406 captures the reportable investigation finding of pancreatic stent bent. Block h10: the advanix pancreatic stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found both the stent and the stent barb bent. No other damages were noted to the stent. The investigation concluded that the observed damages of stent bent, and stent barb deformed may have been due to how the device was handled, and/or the technique used by the physician (excessive force applied), which could have limited the performance of the device and contributed to the observed damages. Since the device was returned incomplete, the reported event of device guide wire stuck cannot be confirmed due to a lack of evidence and without proper evaluation. Taking all available information into consideration, investigation findings do not lead to a clear conclusion about the reported event and observed damages. Therefore, the most probable cause of the reported event cannot be established.